Event description:
The facility representative reported failure code 500. The event occurred during bio-med testing. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 19 2007. Evaluation summary:the condition of fail code 500 was confirmed in the event history. This fail code was caused by a defective front bezel. The front bezel was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.